Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2023. The patient was stable.